Event description:
It was reported that patient underwent a knee arthroplasty in 2008. Subsequently, revision surgery was performed in 2009; fracture of the tibial bearing was noted. The component was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed april 24, 2009.